Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the device does not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burned q3 u4 u33. The customer complaint was reproduced. There was no error codes identified. The device was scrapped.